Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 29 june 2024, it was reported that the patient experienced an occlusion event at the tubing. No further information available.